Event description:
A (B)(6) male underwent cystoscopy and transurethral resection of the prostate. Patient had general anesthesia. During the surgery, a 27 resectoscope was introduced. Once the resectoscope was in the urethra, the inner sheath broke into several pieces. The pieces were retrieved and patient sent to recovery room. No permanent harm.